Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It w it was reported that the customer experienced a low blood glucose (bg) level of 30smg/dl. Cause was not known. Reportedly, the customer was drinking orange juice and loss consciousness. Reportedly,  ¿someone put something sweet in their mouth and their spouse called emergency services (ems). Ems monitored the customer¿s bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.